Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had been previously capped and replaced and is unusable. Follow up with the physician's office indicated they were not aware of a product performance issue. No patient complications have been reported as a result of this event.